Event description:
Related manufacturer report number: 2017865-2024-03509. During a remote follow-up, increased capture threshold was observed on the right ventricular (rv) lead and left ventricular (lv) lead. The patient then attended a follow-up appointment. Diagnostic imaging was performed and revealed rv and lv lead dislodgment. The rv and lv lead¿s were explanted and replaced to resolve the event. No patient adverse consequences were reported.

Event description:
Additional information was received that there was loss of capture on the lead.